Event description:
It was reported that pump screen was dark and would not turn on, although pump continued to flash red and beep and vibrate periodically. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, and instructed customer to place pump in storage mode and return it using prepaid label within 10 days.